Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
It was reported that the reservoir of a small volume intermate had particulate matter found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device is not a combination product. The reporter stated that the particulate matter was inside of the reservoir. This lot was manufactured from june 6, 2014 to june 11, 2014. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection of the returned device, a white particle, 0.96 mm in size, was observed floating in the fluid within the bladder. Fourier transform infrared spectroscopy scanning determined the particle to be acrylic material. The reported problem was verified. The cause of the problem is unknown. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.